Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The date of incident is unknown. Therefore, the online publication date of the literature article is used as date of event. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided.

Event description:
The literature article: "limb graft occlusion following endovascular aneurysm repair for infrarenal abdominal aortic aneurysm with the zenith alpha, excluder, and endurant devices: a multicentre cohort study" published by bogdanovic m, stackelberg o, lindström d, et al. Was reviewed. The article was made available online jul 12, 2021, in european journal of vascular & endovascular surgery. The paper discusses how different endograft types affects the risk of limb graft occlusion (lgo). Between january 2012 and december 2018, 924 patients were included in the study were 152 were treated with gore® excluder® aaa endoprosthesis. In this group, the majority were male and the mean age was 75.4±8 years. One patient with the gore® excluder® aaa endoprosthesis experienced occlusion after one month followup, corresponding to a overall incidence rate of lgo to 0.7%. No patient specific information regarding the reported events and interventions was provided in the article.